Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load inside the delivery tube when the nurse loaded and removed the delivery tube from the loader device. A replacement device was used to complete the procedure. No pt complications were reported by the hosp. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformances which could have attributed to this failure mode.